Event description:
It was reported that during implant when the leads were connected to the device impedances were normal out of pocket, but when placed in the pocket impedances were out of range. Impedances tested normal with the analyzer, so a new device was placed and all lead functions were normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.